Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, after unpacking it was noticed that the hydrophilic coating on the distal tip of the guidewire was missing. Approximately 1-2 mm of the core wire was exposed. The coating was not found in the device packaging. There was also no packaging damage reported. The guidewire was removed from service and another jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used on (B)(6) 2012 during an endoscopic retrograde cholangiopancreatography (ercp). According to the complainant, after unpacking it was noticed that the hydrophilic coating on the distal tip of the guidewire was missing. Approximately 1-2 mm of the core wire was exposed. The coating was not found in the device packaging. There was also no packaging damage reported. The guidewire was removed from service and another jagwire guidewire was used to complete the procedure. There were no patient complications as a result of this event. The patient condition was reported as stable post procedure.

Manufacturer narrative:
The reported event of guidewire tip detached. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the distal pebax section was damaged, exposing approximately 2 millimeters of the core wire tip. There was no evidence of a core wire fracture and no damage to the ptfe jacket. The reported event of guidewire tip detached was confirmed through analysis of the returned device. However, no specific cause could be identified as being attributable to this event. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the design history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.